Event description:
Doctor and I saw frosting up the shaft of the 2 probes during the pretesting of the probes prior to procedure usage. We followed by replacing the 2 probes with a new probe and finally on our third attempt with a third probe, did we successfully pretest the probe without any issues. The third probe had no frosting on the shaft and therefore was utilized within the procedure. Complaint 2 of 2.

Manufacturer narrative:
No patient contact or patient injury reported. Product will be returned but not yet received.

Manufacturer narrative:
Device received and evaluation conducted. Investigation confirmed the reported issue and determined the root cause of the shaft frosting to most likely be a vacuum failure.